Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, there was an open-sealed package. Unkown how case was completed. There were no adverse consequences to the patient.